Event description:
It was reported the patient never had therapeutic effect. The reporter stated they were interested in explant. It was noted that since implant, the therapy had never overcome the patient¿s pain. It was further noted the implantable neurostimulator (ins) gave the patient 0% pain relief. The reporter stated they kept stimulation on constantly and they only had one group and program. The reporter further stated their healthcare professional (hcp) set them on one group and the patient had never called their hcp back for additional programming. It was noted that when the patient would sit/lay in certain positions they would get a ¿little spark.¿ it was further noted the patient clarified that this was not shocking or jolting, but an uncomfortable increase in stimulation. The reporter stated that due to their pain they cannot sit or stand for a long period of time. The reporter further stated that because of the repositioning they were feeling the ¿spark¿ pretty often. It was noted that about nine months ago they turned stimulation off. The reporter stated they asked their hcp about ins explant during their last appointment to get back injections for pain and the hcp directed the patient to contact the manufacturer. It was later reported that there was pain at the ins site/position/pain breakthrough. It was noted that there was pain breaking through despite coverage of desired topography. It was noted that there were no abnormal impedance measurements. It was also noted that it was not due to the ins. It was further noted that surgical explant was planned but there was no date yet set in ¿auth.¿ the patient outcome was no injury. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v778999, implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3888-45, lot# v778999, implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37092, lot# 287650001, implanted: (B)(6) 2011, product type: accessory. (B)(4).